Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their controller stopped working last night. Patient stated they always have their stimulation on but their legs spasmed last night at 2: 00 am. Patient said their controller was blank but the screen was still lit up on a b or c. Patient tried a and c and it didn't work and b worked a little bit but that was it. Pt stated controller is now blank. Patient service specialist had patient remove the battery pack from the controller and plug the controller into the ac power supply. Patient confirmed the controller did not power up. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller. Patient called back and confirmed receiving replacement controller. Patient mentioned groups a and b work but group c does not work. Patient repeated information previously documented information from this case. Agent walked patient through increasing stimulation in group c to which patient got 'settings not available' message. Agent reviewed external devices are functioning as intended. Agent recommended patient to follow up with hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (unknown serial/lot); implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, lot# serial# (B)(6) product type h3. Analysis found the controller complaint unverified. Unit pairs and charges ins and internal battery pack normally, and powers up with battery pack, ac charger and aa batteries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.